Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and lysis of adhesions on (B)(6) 2018 during which the surgeon noted he encountered severe adhesions to the previously placed mesh, which were taken down with cautery dissection. He noted a defect in the center portion of the mesh, which was repaired by placement of a new mesh. It was reported that the patient experienced severe pain, severe adhesions, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 07/07/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/16/2021.